Event description:
During a laparoscopic-assisted vaginal hysterectomy, the cartridge shot out of the anvil and the metal band on the bottom of the reload came apart. Another reload was used to complete the procedure. There was no adverse consequence to the patient.